Event description:
Pt undergoing a femoral posterior insltu graph using the valve cutter. As md working down the vein, the leather stripper (size 3mm) came off the catheter and was lost in the pt. They were unable to find despite using fluroscopy.